Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states he feels well and does not require any medical attention. Customer's expected results are 103-120mg/dl fasting. Verified the strip expiration date: 07/15/2018. Customer first opened the strips: (B)(6) 2015 and store the strips in the kitchen. Reviewed meter memory: (B)(6). The customer is concerned with these results: 88 mg/dl, 80 mg/dl, 73 mg/dl, and 86 mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states he feels well and does not require any medical attention. Customer's expected results are 103-120mg/dl fasting. Verified the strip expiration date:07/15/2018. Customer first opened the strips: (B)(6) 2015 and store the strips in the kitchen. Reviewed meter memory (B)(6). The customer is concerned with these results: 88 mg/dl, 80 mg/dl, 73 mg/dl, and 86 mg/dl.